Manufacturer narrative:
As reported, mold inside progel product carton was noted. Photo review and evaluation of returned sample confirms the outer part of the carton appears to have some damage/creasing consistent with some discoloration (yellow in color) along the edges of the carton and discoloration (black in color, spotty) on the inside of the carton opening flap, on the IFU booklet and patient trace labels which is likely mildew/mold. The same discoloration can be seen on the tyvek lids of the blister trays. The progel product carton is water damaged. Based on as received condition and reported event, the cause for the water damage was the product carton and its contents were exposed to water/moisture during storage at the user facility over several months. To date this is the only reported complaint for this lot. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, upon opening the progel unit for a case, it was discovered that there was what appeared to be mold inside the container and the outside package had some obvious water spots. It was reported that the product was stored in refrigerator with temperature between 36°f and 46°f for several months. It was also reported that some condensation in the back of refrigerator was noted and had some water puddled.